Event description:
Upon servicing of charger/modem sn (B)(4), which was returned for an unrelated nonconformance, it was discovered that the charger was unable to charge a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt, there was contamination on the battery board and thermal damage to component u13 (8-bit cmos flash micro-controller). The charger/modem was unable to charge a battery pack upon investigation. The cause for the inability to charge a battery pack was the damaged u13 component and the corrosion on the battery board. The root cause for the damaged u13 component and corrosion on the battery board and cell modem cannot be positively determined but is likely ingress of an unknown liquid. No adverse event resulted from the damaged charger/modem. The patient received a replacement charger/modem.